Event description:
The patient reported the burning was resolved with the replacement charger and they were "all good".

Manufacturer narrative:
H3: product ID 97755; serial# (B)(6); was returned for product analysis. Analysis found a recharger telemetry module (rtm) failure; poor recharge quality error and rms voltage at the h field probe error. The unit was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the recharger paddle was sometimes burning their skin when recharging the implantable neurostimulator (ins) . Pt stated that the controller wouldn't charge as much anymore; pt confirmed that they were speaking of the ins recharging from the controller. Pt noted that usually the controller indicated recharging excellent. Pt stated that the controller was at 80%, however when recharging the ins a screen came up saying battery empty and to recharge the controller. Pt stated that the equipment wasn't working right and so it was driving them nuts. Pt then stated that they would lay on the paddle to recharge the ins before they went to bed. Pt stated that the charge used to last like maybe three nights before they'd have to recharge the ins again. Pt stated that they were getting nervous now since the ins was getting low and the ins didn't recharge fully when it should have. Patient services (pss) reviewed best recharging practices with the pt. Pt stated that they tried using the belt when they first got the device, however it was a pain in the neck as it constantly was moving and so they had to keep repositioning. Pt stated that since the issue first started they knew they weren't moving and they kept clicking reposition and the equipment wasn't picking up the device. A replacement recharger telemetry module (rtm) was sent out.